Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for hemostasis sheath and arteriotomy locator assembly kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The angio-seal device was used for hemostasis during a percutaneous coronary intervention (pci). After inserting an accessory guidewire into the artery, the locator/insertion sheath assembly was attempted to be inserted over the guidewire. However, the assembly was not inserted into the artery. Another angio-seal device was used to achieve hemostasis. The assembly was smoothly inserted, and hemostasis was successfully achieved with the second device. The tip of the assembly was found to be kinked. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. The blood loss was less than 250 cc. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.